Event description:
It was reported that the right ventricular (rv) lead thresholds were high at implant; however, have increased to 3.5 volts at 0.5 milliseconds. The physician decided not to replace the lead at the routine device change-out since the lead sensing and impedance trends were good. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg ICD, implanted: (B)(6) 2011; 4193 lead, implanted: (B)(6) 2002. (B)(4).